Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump presented an f-67 (supply voltage of cpu circuitry is too low) alarm. It was not specified when in the process this occurred. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was serviced on-site by a field service technician. Visual inspection and functional testing were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The f-67 alarm was identified during functional testing. The cause of the condition was determined to be a damaged cpu board. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.